Event description:
Upon opening package, rn found there was no hub attached to the distal end of the tubing - the line was open. Manufacturer response for primary IV tubing, lifeshield primary set (per site reporter): hospira notified and will arrange to return product to manufacturer for investigation.